Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the battery of this pacemaker was depleting faster than normal. The device showed five years longevity remaining a year ago and recently showed three years remaining. Moreover, an engineering analysis determined that the device power consumption was increasing and is expected to continue to increase. A device replacement was then suggested. Additional information received indicating that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. The device showed five years longevity remaining a year ago and recently showed three years remaining. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The patient underwent a surgical intervention to remove the pacemaker and implant a new device. No additional adverse patient effects were reported.